Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Part return requested. No part has been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that the ratchet that is used to manually open imaging system door was stripped, and could not be used for this purpose. The ratchet reportedly turns freely even when it is in the locked position. This was discovered outside of any patient involvement. No additional details provided.